Event description:
Customer reported an intermittent problem with video coming from the camera. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and repaired the display adapter. System operates as intended.